Event description:
It was reported while donning gloves and they came out of the box with the ring at the end of the glove ripped off.

Manufacturer narrative:
It was reported while donning gloves and they came out of the box with the ring at the end of the glove ripped off. This has been a continual problem with these gloves and is a safety concern as the ppe is not holding up and is unsafe not only for patients but also for the team members using these gloves. Team member went to grab a glove out of the box. Glove already had a hole in the tip of one of the fingers. Gloves poor quality, ripping when taking them out of the box. No medical intervention, serious injury, or follow-up care has been reported.